Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button had a delayed response. Reportedly, the pump arrived with a defective wake button as the customer stated the button had to be pressed multiple times in order for the pump to illuminate. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available.